Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2018 one mitraclip was implanted in the patient with grade 3 to 4 degenerative mitral regurgitation (mr) reducing mr to a trace grade. On (B)(6) 2018 an echocardiogram was performed which found recurrent mr grade 4 and noted that the mitraclip was only attached to the anterior mitral valve leaflet; it had detached from the posterior mitral valve. Another mitraclip procedure was performed with the successful implantation of an additional mitraclip on (B)(6) 2018 reducing mr to a trace mr grade. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the reported single leaflet device attachment (slda) could not be determined in this incident. The mitral regurgitation appears to be due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.